Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure in a previously stented lesion, following successful stent implantation and post dilatation, an embolus was visualized distal to the stent. The embolus was believed to be a component of the stent delivery sys. Attempts to snare the embolus with a snare device were unsuccessful. The embolus was successfully retrieved with a balloon catheter. Reportedly no pt injury was associated with this event.